Event description:
On 3/3/98 procedure attempt was made to lower procedure table; it released & fell to the floor 4-6". Pt not on table at that time. Procedure postponed. Cdi came to repair table. Adjusted vertical support bearings-checked operation & was satisfactory. On 3/4 a pt was on the same table for a heart cath. The table was swung around into proper position & locked in place. As it was lowered it dropped to the floor. No injury to the pt. Pt's procedure was cancelled and he was transferred approx 212 miles to another facility for procedure. Cdi contacted and returned to check on table. This time it was noted that the table hung up and separated from the vertical drive headscrew. One extra inhouse day of hospitalization plus expense of transfer to another facility resulted.